Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for needle breaks off during use due to unknown lot number. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a needle break occurred during use with a syringe 1.0ml 31ga 8mm ufii 10bag 500cs. The following information was provided by the initial reporter, "verbatim: consumer reported that the syringe needle broke off in her stomach during injection. Stated that when she removed the syringe from the injection site she saw that there was no needle so she called the ambulance and went to the emergency room to have the needle removed. X-ray was done, needle was removed and discarded, syringe was also discarded at the emergency room. Lot # is not available, packaging was also discarded."